Manufacturer narrative:
Bayer case number: (B)(4). I¿m going for a hysterectomy, I¿ve had the ensure implants for close to 25 yrs [medical device removal]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("I¿m going for a hysterectomy, I¿ve had the ensure implants for close to 25 yrs") in a female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure (ess205) inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure (ess205) with regard to medical device removal. The reporter commented: I¿m going for a hysterectomy, I¿ve had the essure implants for close to 25 yrs, do I need to tell the surgeon to keep the ensure implants for study or will they know what to do? I had a form as to what to do but it¿s been misplaced. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-aug-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) I¿m going for a hysterectomy; I¿ve had the ensure implants for close to 25 yrs [medical device removal] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("I¿m going for a hysterectomy; I¿ve had the ensure implants for close to 25 yrs") in a female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure (ess205) inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure (ess205) with regard to medical device removal. The reporter commented: I¿m going for a hysterectomy, I¿ve had the essure implants for close to 25 yrs, do I need to tell the surgeon to keep the ensure implants for study or will they know what to do? I had a form as to what to do but it¿s been misplaced. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.